Manufacturer narrative:
This foreign report is being submitted on 5-jul-2017 for a device product that is considered same/similar to a us marketed device (compeed blister cushions assorted 5ct). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)2017 from a female consumer (age unspecified) reporting for self from (B)(6) via social media. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using compeed anti-blister stick 8ml, topically (lot number, expiration date, dose, frequency and indication unspecified) along with compeed blisters on toes 8s (plaster) for toes (route: cutaneous, lot number, expiration date, frequency and indication unspecified). After an unspecified duration, she developed an infection of the blister. On an unspecified date, the physician was consulted who diagnosed the event as erysipelas. She also mentioned that the compeed anti-blister stick 8ml did not work for her (lack of effect). Last week prior to report in (B)(6)2017, the compeed anti-blister stick 8ml was discontinued. The action taken with compeed blisters on toes 8s was unknown. The outcome of event was unknown. This report was assessed as serious (medically significant) . The company causality was assessed as related for erysipelas and possible for lack of effect.